Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. The exact cause of the reported phenomenon could not be conclusively determined. If additional info is received at a later time, then this report will be supplemented.

Event description:
Olympus was informed that a pt had undergone a gastric sleeve procedure on (B)(6) 2013 and reported to the hospital with post-operative bleeding. Olympus followed-up with the user facility via phone and in writing to obtain additional info regarding this report without success.